Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. The pump was plugged into a power source for approximately 30 minutes, and the pump was able to be turned on. It was also reported that the wake button is beginning to become unresponsive. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.